Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not returned to bsc for analysis. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. The record indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angiography (ptca) procedure, a balloon rupture occurred. The lesion was 99% stenosed calcified moderately tortuous portion of the superficial femoral artery (sfa). The balloon ruptured at 6atms on the 1st inflation. The procedure was completed with a different device. The patient condition was reported as "good" and there were no reported complications.